Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible over-delivery. Low blood glucose was treated by glucose intake. The customer reported sensor glucose vs blood glucose reading mismatch. Difference between sensor glucose and blood glucose at time of event not within the target range. Troubleshooting was performed. The customer was using pump within 48 hours prior to event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis. Updated summary: as per additional information received, the customer blood glucose was 38 mg/dl and sensor glucose value was 97 mg/dl at the time of incident. The event involved products mmt-342, mmt-431a, mmt-1884l and mmt-7040a. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No product return is required for mmt-7040a, mmt-431a, mmt-342. Mmt-1884l returned for analysis.